Event description:
Based on the guidance received from the FDA letter to healthcare provider originally dated september 30, 2020 and further updated, we are submitting a voluntary report. On january 16, 2024 during routine quarterly inspection, (B)(6) clinical engineering staff identified discolored tubing and visible bioburden on one cardioquip machine . The machine with visible bioburden was pulled from service on january 16, 2024. The manufacturer was notified on january 17, 2024, and provided heterotrophic plate count (hpc) test kits. Samples were collected on the machine with visible issues as well as two other machines (total of three machines) on 2/5/2024. Results of testing were received 2/9/2024 and were higher than normal limits on all three machines and the other two machines were pulled from service that day. We immediately initiated an internal investigation to understand if we had any process concerns. Our infection preventionists traced the process for handling and maintaining the equipment using the manufacturer's instructions for use (mifus). To date, no material gaps have been identified in following weekly and quarterly inspections. Relative to the cardioquip mifus. Reference report # mw5152325, # mw5152326.